Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.50/1.5/068 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was explanted due to the lens were swapped. On (B)(6) 2024 a replacement lens of the same length was implanted. The problem was resolved. The cause of the event was reported as user error - 'left lens was implanted into the right eye'.

Manufacturer narrative:
Claim #735097.